Event description:
It was reported that the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system did not deliver pacing when required. The ra lead was surgically abandoned and replaced. The ICD remains in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.

Event description:
Additional information was received clarifying that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited loss of capture (loc). The lead was surgically abandoned. The ICD remains in service. No additional adverse patient effects were reported.